Event description:
It was reported to boston scientific that during a trans vaginal tape procedure as the physician was inserting the needle on the patient's left side, the dilator tube shrunk back and accordioned on the trocar needle. The case was completed with another of the same device. Patient condition was reported to be "okay".

Manufacturer narrative:
.